Event description:
A malfunction was reported by a customer related to a pump. There was no available information regarding any adverse impact on the customer's blood glucose level. Technical support noted that the pump started, charged, and was recognized by a computer with no malfunctions found in its history. The device is being returned for further evaluation, and a replacement pump has been issued.